Event description:
During a stenting treatment procedure to dilate a lesion in the right renal artery, the stent slipped on the balloon. The niroyal stent was successfully deployed, however, it is not the desired location as it is extending into the aorta a few millimeters. An additional stent was required to achieve the desired outcome. Per the reporter.'no harm' occurred to the patient. Additional information has been requested.